Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details.

Event description:
It was reported that during stenting of a left arm graft, the endovascular stent graft could not be deployed any further after being partially released. The device was retracted without issue and another stent graft was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the condition of the returned device, the reported event could not be confirmed. The stent graft was found to be deployed completely upon sample receipt. The outer sheath was found in good condition and no signs of stress or increased friction were found during the evaluation of the delivery system. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This type of event may be associated with a difficult vessel anatomy leading to increased friction and subsequent partial deployment. In this case, no information regarding the anatomy was provided. No introducer sheath was used in this case which also may be a contributing factor to the reported event. Insufficient flushing of the device could be another contributing factor. In this case, it is unknown whether the system was flushed. On the basis of the information available, a definite root cause for the reported failure could not be determined. The IFU states that the device must be flushed with sterile saline and recommends the use of an appropriate introducer sheath. Also the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure" and "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device."